Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that discrepancy in the longevity estimates was observed. It was recommended to replace the device and send it back for analysis once it reaches eri.